Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. It was indicated that the patient used an expired sensor, which is misuse of the device. On (B)(6) 2026, the patient experienced a skin reaction with redness, inflammation/swelling, infection extended beyond the patch perimeter. The patient felt her arm where the sensor was that there was an inflamed, swelling bump. It felt hot and was red. The skin reaction went from the sensor pod area and spread out of the perimeter of the patch. She took it off and she went to an urgent care facility. They took a look at it and then she was prescribed an oral antibiotic only (doxycycline. 100mg tablets 1 tab twice a day for 10 days). No tests were done. The patient spent about 3 hours in the facility. The patient was in good condition at the time of report. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.